Event description:
A site representative, biomed engineer) reported that, while in a spine procedure with a navigation system and an o-arm 1000 imaging system, the view would spontaneously cycle when no one was touching the system. The surgeon had previously verified all the instruments and was in navigate, and using the drill bit, when the software jumped to the tap and the view settings changed. The surgeon confirmed the tap was not in line of site of the camera at any point during this time and no one was touching the system. The surgeon re-verified the drill bit and continued the procedure to completion with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Software investigation completed. This issue will be continually monitored in a medtronic software anomaly tracking database.

Manufacturer narrative:
A medtronic representative, following-up at the site, reported this issue could not be replicated. It was reported there may have been lag time when switching instruments and, again, when adjusting a projection. 09/19/2014 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No further issues have been reported.